Event description:
Account alleged that the head hilow column cable is pinched. Bare metal wires were visible. Account stated that there were no injuries and a pt was not in the bed. Repair has not been completed at this time.